Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink icp probe bolt (ID: 826851) failed requiring removal and insertion of a new bolt and sensor. Additional information: was the patient lead (electrode of extension cable) always connected to the patient? "Yes". Implant location (ex: parenchyma)? "Right side". What was the user doing (e.g., powering unit, zeroing sensor, setting alarm, downloading data)? "Nothing". What was happening with patient (e.g., transport, MRI, CT)? "Patient was being turned when sensor failed".

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink sensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the reported complaint could be due to alignment of memory contacts is not centered within connector housing. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.